Event description:
Received information of multiple occurences where the customer's fill estimate was inaccurate. Customer attempted to reload their cartridge to correct the fill estimate, but fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, cold insulin was used. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.